Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (b3 and b5). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the communication failure occurred due to cable immersion, and the images were no longer displayed. The cause of the water immersion could not be estimated. The phenomenon can be prevented by following the description in the instruction manual for following which states: "do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage. Do not hit or drop the product. Failure to do so may cause the internal electric circuit of the product to be damaged due to water leakage." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the customer noticed the phenomenon (poor image) during pre-use inspection.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the camera head had a defective image. Upon inspection of the customer¿s returned device it was observed, the subject device did not have image due to board failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Establishment name: (B)(6). The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction, it was observed, the cable part was twisted, the head part adapter mount was damaged, the head part switch was damaged, and the connector part was punched in. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.